Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A 2.25 x 18 mm xience xpedition stent was advanced towards the lesion; however, the stent delivery balloon would not inflate. It seemed that the cause was a blocked lumen. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue was confirmed. The reported blockage within the device was not confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported inflation issue appears to be related to circumstances of the procedure; however, the reported blockage was unable to be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.